Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from july 09, 2020 - july 10, 2020. H10: the device was received for evaluation. Visual inspection was performed which observed three particles from the stress member; two black particles were embedded in the stress member. The embedded material was not in the fluid path as they were completely covered within the material of the stress member. One yellow particle was on the external surface of the stress member, but the yellow particle was not moving while it was on the stress member. The yellow particle only moved when it was being manipulated during the device analysis. The stress member has a filter which would prevent particles from moving downstream of the fluid path (towards the patient). The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was observed in a infusor lv (large volume). The device was filled with cisplatin 164mg. This issue was identified prior to use. There was no patient involvement. No additional information is available.